Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by performing a prime substrate. The fse inspected the analyzer and found the inlet tubing on the bf wash probe came off. The fse inspected the wash probe for any obstructions and found an obstruction inside the probe inlet tubing causing the tubing to come off the bf wash probe. The fse flushed the obstruction from the inlet tubing and reseated the inlet tubing which resolved reported errors. The fse ran quality control (qc) with results within acceptable range. The aia-360 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were one similar complaints identified during the search period. The aia-360 training manual under tab 8 troubleshooting subsection control system errors: states the following: error:[2017] substrate purge failure. Cause: no substrate was dispended at daily maintenance. Solution: check substrate level and replace as necessary, repeat daily maintenance. The aia-360 operator's manual under section 7-1; list of error messages states the following: error message: 3022 leak sensor s702 detected. Description: leakage sensor s702 activated. Troubleshooting: contact the service department. The most probable cause was due to an obstruction of flow in the bf wash probe inlet tubing, maintenance.

Event description:
A customer reported 2017 (360 only) substrate purge failure during monthly cleaning on the aia-360 analyzer. The customer made new substrate and began getting error 3022 leak detected. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.